Event description:
It was reported that the device was only able to connect to the mymerlin application via bluetooth (ble) when a magnet was applied. A magnet was applied to reset the ble connection; however, the issue still persisted. No additional intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.